Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip joint replacement - (B)(6); (B)(6) hospital (B)(6) 2018. Surgeon told (B)(4) representative (B)(4) 2018 he saw a follow up patient recently who appears to have a hairline fracture on the stem that is insitu. (B)(4) representative advised surgeon that rep will have to report this, rep obtained the lot numbers of the stem in question. Initial pain that settled. Patient is now pain free and asymtomatic, and does not require revision surgery at this stage.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Investigation summary no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.